Event description:
It was reported that the patient underwent a revision surgery because the shim component was not locked into the shell. During the revision surgery the surgeon removed the shim, but the shell component was not removed. Since fusion was occurring through the shell, the surgeon left the shell in the disc space and filled it with additional graft. The explanted shell was not returned to the company for evaluation.